Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) was isolated to a defective power supply brick, causing no power output voltage. The root cause for the defective power supply brick could not be positively identified. Device evaluation of battery charger has been completed. The reported problem (will not power on) was confirmed due to contamination on the battery board pca. Upon further investigation, the y1 crystal oscillator was internally open, causing fault. The charger was unable to recognize a battery pack. The root cause for the contamination was ingress of an unknown liquid. The root cause of the open y1 crystal oscillator was unable to be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.